Event description:
It was reported tubing kink issue, alaris smartsite.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1. Address information was not provided; therefore, il was used as the state.